Event description:
On 14th july, 2023 getinge became aware of an issue with one of surgical lights - powerled 500/500. It was stated the light head handle snapped due to customer misuse. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 1st february, 2023 getinge became aware of an issue with one of surgical lights ¿ powerled 500/500. It was determined that the issue described within complaint is not safety and risk related. On 14th july 2023 further information was provided by getinge technician following the visit at the customer site and device evaluation, that the headlight handle snapped due to customer misuse. There was no injury reported. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 14th july, 2023 getinge became aware of an issue with one of surgical lights - powerled 500/500. It was stated the light head handle snapped due to customer misuse. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 1st february, 2023 getinge became aware of an issue with one of surgical lights ¿ powerled 500/500. It was determined that the issue described within complaint is not safety and risk related. On 14th july 2023 further information was provided by getinge technician following the visit at the customer site and device evaluation, that the headlight handle snapped due to customer misuse. There was no injury reported. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination. On 1st february, 2023 getinge became aware of an issue with one of surgical lights ¿ powerled 500/500. It was determined that the issue described within complaint is not safety and risk related. On 14th july 2023 further information was provided by getinge technician following the visit at the customer site and device evaluation, that the headlight handle snapped due to customer misuse. There was no injury reported. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to handle on the light head handle snapped, which contributed to the event. It is unknown if the device was or was not being used for a patient¿s treatment upon the event¿s occurrence. The review of received customer product complaints related to the investigated issues revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for handle breakage is low. A technical evaluation of root cause for the headlight handle breakage was performed by subject matter experts at the manufacturing site. As factory investigation review stated, the product must be repaired before any use. Only abnormal use (violent collisions, excessive pressure) can damage this device as reported in this complaint. The user manual explains how to check the light heads during daily inspection. (User manual IFU_01581_en 2020-04-01_extract, pages 20-22 ). To avoid any similar incident, the powerled product must be used accordingly with the user manual information. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.